Event description:
It was reported that this insertable cardiac monitor (icm) was explanted less than 6 months after implant. No new device was implanted. The icm has been returned. No adverse patient effects were reported.